Event description:
During the evaluation of a returned homechoice (hc) device, it was determined the hc device failed fluid volume accuracy testing. There was no patient involved. Additional information is not available.

Manufacturer narrative:
(B)(4). A device analysis was performed. The event history log review did not show anything that would contributed to the reported issue. However, the reported issue was confirmed through the sample evaluation. It was determined to be caused by deteriorated piston foam. The piston foam was scrapped and the device was sent to servicing. Should additional relevant information become available, a supplemental report will be submitted.